Event description:
Related manufacturer reference number: 2017865-2022-02394. Related manufacturer reference number: 2017865-2022-02396. It was reported that the patient presented in clinic due to infection. Endocarditis was noted. The entire pacemaker (pm) system was explanted. The patient was stable throughout the procedure.